Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted (B)(6) 2019 for planned drive line debridement. Wound and tissue culture positive for staphylococcus aureus. Patient was placed on broad spectrum coverage with vancomycin and ciprofloxacin. Patient received wet to dry dressing changes twice daily. International normalized ratio (inr) was subtherapeutic on discharge at 1.6. Inr goal was 2-3. Inr was allowed to trend up slowly without lovenox bridge second to risk of bleeding from wound. A peripherally inserted central catheter (PICC) was in place and intravenous (IV) antibiotics were arranged. The patient was discharged home with home health services (B)(6) 2019. It was stated that no further or additional information would be provided.